Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, infection, adhesions and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists recurrence of hernia and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent a ventral hernia repair surgery and was implanted with an unspecified bard mesh (bard flat mesh) on (B)(6) 2003. It is alleged that further to the implantation with the product, the patient suffered from hernia recurrence, infections, mesh adhesions and chronic pain. It is also alleged that the patient underwent revision surgeries on (B)(6) 2017 and on or about (B)(6) 2020 due to complications from the product. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.